Event description:
It was reported that this implantable cardioverter defibrillator (ICD) as part of the system revision due to infection. Reportedly, the patient had a boil over the ICD and then that was drained but still did not heal. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The ICD was explanted.